Event description:
(B)(4). Initial report: this non-serious spontaneous case report from australia was reported by a nurse to a poly-l-lactic acid (sculptra) product mgr and forwarded by our local affiliate (B)(4). This case involves a female pt (age nos) who developed a small nodule < 5 mm along the jaw line following her third injection of poly-l-lactic acid therapy. The pt received treatment in (B)(6) 2008, and (B)(6) 2009. The nodule is not visible but palpable. Manual massage and an intra-lesional injection of lignocaine were provided as corrective treatment. All poly-l-lactic acid injections were mixed with 5 ml of sterile water prior to administration. The event remains ongoing.

Manufacturer narrative:
Reporter's causality assessment: unk. (B)(4).